Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not deliver defibrillation energy.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker determined that the cause of the issue was due to a disconnected white energy capacitor wire. The device was archived by stryker and the customer received a replacement device.